Event description:
There was an allegation of discrepant inr results on a coaguchek inrange meter compared to a laboratory using stago method. The result from the meter was 3.2 inr. The result from the laboratory within 3 hours was 2.4 inr. The patient's therapeutic range was 2-3 inr.

Manufacturer narrative:
E3 - occupation was patient/consumer. The coaguchek inrange meter serial number was (B)(6). Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. No product has been received at this time. If the product is returned in the future, a follow-up report will be submitted.